Manufacturer narrative:
The evaluation of the coring knife revealed damage to the cutting surface that may have affected the performance of the coring knife. The evaluation of the coring knife revealed two chips on the cutting edge that appeared to be mechanically induced; however, the analysis could not clearly determine the exact mechanism that contributed to the observed surface damage. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported by the hospital lvad coordinator that during the implant procedure, while coring of the ventricular apex, the coring knife was found to be dull and would not core through the apex. The surgeon then decided to use scissors to cut the core of the ventricular apex without injury to the patient.